Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pdh801 and no non-conformances were identified. Summary: an opened sample was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, the suture was dispensed without problem and examined along of the strand and no damaged or defect were noted on the surface, the coating on the suture is conforming to ethicon requirements. A functional test by suture diameter was performed on the samples using a federal gauge and the results met the requirements. Per the condition of the sample received, no performance suture diameter issue was noted. Seventeen unopened representative samples were received for evaluation. During the visual inspection of thirteen samples, no defects were observed on the packages, the samples were opened and the swage and attachment area were noted to be as expected, the sutures were dispensed without problem and examined along of the strand and no damaged or defect were noted on the surface, the coating on the sutures was conforming to ethicon requirements. A functional test by suture diameter was performed on the samples using a federal gauge and the results met the requirements. Per the condition of the samples received, no performance suture diameter issue was noted. Representative samples returned to support investigation of 4 device issues captured in report 2210968-2019-88330, 2210968-2019-88331, and 2210968-2019-90163. Analysis results have been included in follow-up reports for each.

Event description:
It was reported that customer indicated the suture was too thin and included too much liquid. There was too much coating on the suture thread. The device was not used in any medical procedure. There were no patient consequences reported. Additional actual sample was returned for evaluation.